Event description:
A foley was placed after the pt received an epidural. It has been draining fine and then was noted to be lying in the bed with bulb not inflated. After further inspection, the tip of the catheter was not present. The bulb had not been inflated prior to insertion as directed and proper technique used for insertion. The foley was secured properly. The pt was able to pass the tip on her own and no further treatment is recommended. The tip was going to be saved but it disintegrated and was not able to save it.